Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7208552, medical device expiration date: 2021-07-31, device manufacture date: 2017-08-09. Medical device lot #: 7208947, medical device expiration date: 2021-07-31, device manufacture date: 2017-08-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system that the needle pulled out of the catheter without the safety mechanism, leaving contaminated needle exposed. No serious injury or medical intervention was reported.

Event description:
It was reported that during use of the bd saf-t-intima IV catheter safety system that the needle pulled out of the catheter without the safety mechanism, leaving contaminated needle exposed. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the bd saf-t-intima IV catheter safety system that the needle pulled out of the catheter without the safety mechanism, leaving contaminated needle exposed. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device history review was conducted for lot numbers 7208552 & 7208947. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. The reported defect was not confirmed being is no provided samples, images or representative samples of the complaint to evaluate the defect. Therefore, we cannot confirm or associate this complaint to the manufacturing process. We could not determinate the exact root cause of the issue with the provided information. This reported defect could be related with an incorrect activation of the device, if user after having done correctly the insertion, upon pulling back on safety device it is performed since adapter clear prn and puller sti, removing all safety device and leaving exposed cannula.